Event description:
A hemodialysis user facility has reported that on the pt's first treatment, the pt complained of new onset shortness of breath and chest heaviness. The pt did not report these feelings to the staff until (B)(6) 2012 when the pt experienced these symptoms again. During this event, the pt's vital signs remained stable throughout the treatment. There was no net ultrafiltration ordered for this treatment. There is no sample available for evaluation.